Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Visual inspection of the returned product found the lens stuck inside a cartridge, there was no visible damage to the cartridge. (B)(4).

Event description:
An aq2010v three piece lens, +05.0 diopter, was returned to the manufacturer stuck inside the aq cartridge-fp. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The reporter provided additional information, lens stuck in the cartridge, lens would not advance, lens never touched the patient. The back up lens was used with out any issues.